Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014 a locking compression plate was used for a distal tibia fracture case. When the surgeon tried to lock the locking screw to the hole located the distal and most radial side, the torque was not generated and the screw penetrated the plate. The broken screw remained in the patient¿s bone. So, it was removed by using forceps and tweezers. Another plate was used to complete the operation. It was reported that there was a 2 hour surgical delay. It was also reported that unnecessary stress was applied to the patient¿s body, because the bone of styloid process was shaved forcibly. Surgery was successfully completed with no further incidents. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the manufacturing investigation reported the screw head thread and one of the plate threads are damaged. The screws show a slight deformation of screw head thread. The shaft thread of this screw is not damaged. This pointed out deformation of the head thread resulted due the contact to the plate thread. The plate does show one damaged thread. The investigation was not able to determine the exact cause that led to this occurrence. The complaint condition is likely the result of too much mechanical force or an inappropriate angle applied during attaching the screw to the plate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.